Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker presented to the emergency room after experiencing syncope. Device data from a remote interrogation was reviewed with boston scientific technical services (ts). The patient is paced 9% in the right atrium and 0% in the right ventricle. It was noted that the lead values were stable and there were no stored episodes. Pacing threshold measurements are unable to be evaluated with remote interrogation. The presenting electrogram (egm) showed the device was operating as programmed. At this time, the device remains in service. No additional adverse patient effects were reported.